Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) lcd is intermittently dark or unreadable, showing scrambled characters, or a partial image was confirmed during functional testing and visual inspection. The investigation findings revealed distorted characters and not readable lcd. The root cause of the distorted characters on the display was due to an intermittent functionality of the lcd and the processor board, likely due to the defective component. The autopulse passed the initial functional test without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. During further functional testing, the lcd was replaced with the new lcd and the reported problem was not reproduced. Following this, the original lcd was placed back and the reported problem was not reproduced, thus confirming the intermittent component failure. The lcd and the processor board need to be replaced. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the lcd screen of the autopulse platform (B)(4) was intermittently dark or unreadable, showing scrambled characters, or a partial image. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.